Event description:
Stryker sustainability solutions, harmonic ace shears, worked for first application then presented a clean mouth piece and tighten hand piece alert. These recommendation were followed but without further functioning of this device. This device was changed for a "like" device, with the same lot number, that functioned for the rest of the procedure. Laparoscopic assisted left colectomy.